Manufacturer narrative:
On 09-jul-2015, a tss conducted troubleshooting with the customer over-the-phone to address the reported event. Control ranges were checked and found to be in range. The customer reported that they have a different lot of calibrator which they may use and re-run the survey. The tss advised adjusting the flow factor to resolve the p00 peak issue. The most probable cause of the reported event was due to a need to adjust the flow rate. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported p00 peaks and failure of one level of the cap survey on their g8 analyzer. The customer reported discrepant patient results. A technical support specialist (tss) spoke to the customer to troubleshoot the reported event which resulted in discrepant results. There was no indication of patient intervention or adverse health consequences due to the discrepant result reported.